Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Subsequently, surgical intervention was taken on (B)(6) 2016 to reposition the lead. However, during the surgery the physician noticed the lead was frayed, the lead was explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.